Manufacturer narrative:
UDI -- (B)(4). Complaint sample was not returned to codman and no product or lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported that the valve was implanted via vp due to cerebral tumor. The doi and the initial setting was unknown. Several days later, the patient got a rash and there is a possibility of renal insufficiency. It was reported that the chemical agents of the valve may have caused these symptoms. Now they are checking all the medicines that may affect the patient. Csf protein level was unknown. No further information was provided by hospital. The product will not be returned to your site.